Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed and was determined to be use related. One 4 fr sl powerpicc solo catheter was returned for evaluation. The investigation findings are consistent with damage accumulated through flexural fatigue. Flexural fatigue occurs due to cyclic kinking of the catheter tube in which physiological, placement, usage, and mechanical factors may gradually form a crack(s) in the catheter. The returned product sample was evaluated and a split was observed between the 3 and 4cm marks on the catheter body. The catheter split contained physical features associated with material fatigue, and the characteristics observed which supported this type of failure included: ¿ damage which was circumferentially aligned ¿ fracture edges which were rounded and polished due to repeated material wear ¿ overall elliptical shape to the fracture cross-section (a result of repeated kinking of the tubing) an examination of the catheter structure revealed no potential damage/defect related to manufacture of the product. The damage location suggested that catheter securement, access and maintenance techniques may have contributed. This complaint will be recorded for future trending and monitoring purposes.

Event description:
It was reported via medsun that PICC line was leaking at the insertion site. Patient came in as an outpatient because his PICC line was leaking at the insertion site. Upon assessment it did appear to be leaking at the insertion site with flushing. It was decided that the PICC line should be removed and replaced in the opposite arm. The old PICC line was saved for evaluation (in facility). Patient left with no complaints. When the PICC line was evaluated, it was found that there was a small hole in the catheter that was leaking at the 4.5cm mark. The patient stated that the PICC line had been hard to flush for about a week and that he pushed hard and felt/heard a pop. (The patient should not have been able to damage the PICC line when flushing it.) The PICC line originally placed on (B)(6) 2024. There was no injury.

Event description:
It was reported by customer that PICC line was leaking at the insertion site. Patient came in as an outpatient because his PICC line was leaking at the insertion site. Upon assessment it did appear to be leaking at the insertion site with flushing. It was decided that the PICC line should be removed and replaced in the opposite arm. The old PICC line was saved for evaluation (in facility). Patient left with no complaints. When the PICC line was evaluated, it was found that there was a small hole in the catheter that was leaking at the 4.5cm mark. The patient stated that the PICC line had been hard to flush for about a week and that he pushed hard and felt/heard a pop. (The patient should not have been able to damage the PICC line when flushing it.) The PICC line originally placed on (B)(6) 2024. There was no injury.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and will be evaluated. A supplemental will be submitted with evaluation results.